Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the database error was prevents the machine to used. A field service engineer reimaged and reconfigured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system was display a error messages that prevented the use of the machine. The customer reported that the malfunction occurred when user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.